Event description:
It was reported that there was an over infusion with magnesium programmed as a secondary. A two-gram bag of magnesium was programmed using the bd alaris-oracle interoperability workflow on the pump module as a secondary infusion. It is reported that at approximately 10 minutes after the infusion was started, the bag was empty. Bd later learned the following information: the event occurred on (B)(6) 2025 at 0650, with a magnesium sulfate 2gm/50ml ivpb infusion with an intended rate of infusion of 25ml/hr and a volume to be infused of 50ml. It was noted that there was also a mivf 200ml infusion at 10ml/hr, with a volume infused of 57.4ml stopped at 0641 and another started at 0700. Per the pump data, 6.71ml had infused in 18 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique identifier (UDI) #, medical device serial #, initial reporter e-mail. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of magnesium was not confirmed from the review of the device logs or reproduced during laboratory testing. The suspect pump module passed the unregulated flow testing process and infused within specification with no anomalies observed during testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The suspect pump module passed the unregulated flow testing process and infused within specification for the rate accuracy testing process after calibration was performed, with no anomalies observed during the testing. On (B)(6) 2025 at 11:25 pm, a review of the pcu event log showed that the suspect pump module was attached to the concomitant pcu and powered on, the user selected ¿yes¿ to new patient and selected the ¿adult¿ profile. At 11:26 pm, user programmed a guardrails IV fluids primary infusion of ¿..maintenance ivf (drugid = 1) at a rate of 10ml/h and a volume to be infused of 200ml. The infusion was started. Four minutes later, at 11:30 pm, a secondary infusion was programmed via a remote IV with the following parameters vancomycin (drugid=529), concentration 1000mg/250ml, patient weight 133kg, volume to be infused (vtbi) of 250ml and a duration of 1 hour 30 minutes. The infusion was started and recorded a primary volume infused (pvi) of 0.659ml and secondary volume infused (svi) of 0ml. On (B)(6) 2025, at 1:00 am, the secondary infusion completed and transitioned to the primary infusion of ¿maintenance ivf¿ with a rate of 10 ml/h and vtbi of 199.341 ml. The infusion was started and recorded a pvi of 0.659 ml and svi of 250.008 ml. At 6:41 am, the pump module was programmed remotely with a secondary infusion. The secondary infusion was mag sulfate ivpb (drugid = 333) drug with drug amount of 2 grams, volume (vol) of 50 ml, concentration of 0.04g/ml and duration of 2 hours (calculated rate of 25 ml/h). The infusion was started and recorded a pvi of 57.41 ml and svi of 250.008 ml. At 6:58 am, the pump module alarmed for occluded patient side. The channel was powered off and system was shut down. Recording a pvi of 57.41 ml and svi of 256.717 ml. No more infusions were recorded on this date for the suspect pump module. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. Per product labeling, alaris system user manual (v12.1), the bd alaris system requires careful setup for accurate secondary mode infusions. To ensure proper flow, the secondary fluid container must be positioned at least 9.5 inches higher than the primary container, with the top of the secondary bag always above the y-site to prevent air from entering the line. Smaller secondary bags (50¿100 ml) typically need only one hanger, while larger or faster infusions may require additional adjustments. A simple test is recommended to confirm that the primary line does not flow during secondary infusion, this involves observing the primary drip chamber while adjusting the secondary container¿s height the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report over infusion of magnesium could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. Note that this report lists imdrf annex a1801, g02017, c0601, d0302, a040502 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
T was reported that there was an over infusion with magnesium programmed as a secondary. A two-gram bag of magnesium was programmed using the bd alaris-oracle interoperability workflow on the pump module as a secondary infusion. It is reported that at approximately 10 minutes after the infusion was started, the bag was empty. Bd later learned the following information: the event occurred on 5oct2025 at 0650, with a magnesium sulfate 2gm/50ml ivpb infusion with an intended rate of infusion of 25ml/hr and a volume to be infused of 50ml. It was noted that there was also a mivf 200ml infusion at 10ml/hr, with a volume infused of 57.4ml stopped at 0641 and another started at 0700. Per the pump data, 6.71ml had infused in 18 minutes. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.